Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately half and hour after the implant procedure, the device delivered an inappropriate shock due to oversensing. It was suspected an air bubble caused the inappropriate therapy. The connection was checked through fluoroscopy and appeared appropriate. Boston scientific technical services (ts) reviewed the data and concluded there was likely an air pocket around the proximal electrode that lead to intermittent loss of appropriate sensing and the inappropriate shock. The loss of sensing caused both oversensing and undersensing. The undersensing caused smart pass to be automatically disabled. Smart pass was disabled approximately eight minutes prior to the inappropriate shock. The device was deactivated. Automatic setup was performed and the device choose primary vector. The three vectors were recorded and no noise was noted. Several postural positions were tested and no noise was produced. Therefore, therapy was programmed on and the patient will continue to be monitored. No adverse patient effects were reported.